Event description:
Brite tip from vascular sheath became separated from sheath body. Tip was able to be retrieved from patient's a/v graft. No immediate harm occurred to patient. Vendor notified, remaining lot #s isolated. Sheath and tip bagged and kept for inspection.